Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a post procedural complication. Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A post procedural complication is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Healthcare professional reported that the patient experienced unspecified bleeding and fluid accumulation in the abdomen/stomach, after the placement of the intestinal tube. The patient was emergently admitted to the hospital for 3-4 days. The device remains implanted.